Manufacturer narrative:
(B)(4)

Event description:
It was reported, the pt felt stimulation in the wrong location. Impedance readings were >4000 ohms on electrode #4. On (B)(6) 2010, the pt device was reprogrammed around electrode #4. The pt had satisfactory stimulation in the legs. The pt's device was reprogrammed again on (B)(6) 2011 with changes in pulse width and rate. The pt reported good stimulation with relief on (B)(6) 2011. The device was at 2.4 volts with about 50% capacity used. It was planned to recheck the device in 1-3 months. The pt also had a pump so the stimulator will be checked at the pump refill appointments. The pt experienced no injury.